Manufacturer narrative:
Currently, it is unk whether or not the reservoir may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported the reservoir was leaking. No add'l info was provided.